Manufacturer narrative:
The test strips were requested for investigation, however, the test strips were not available for return. Replacement product was sent. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results for one patient tested with an accu-chek inform ii meter serial number (B)(4). At 4:25 p.m., the patient's initial meter glucose result was 525 mg/dl. At 4:28 p.m., the patient's repeat meter glucose result with the other hand was 171 mg/dl.